Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The log was downloaded and reviewed finding errors related to the complaint. A functional test was performed and passed all relevant tests. The receiver case was opened, and an internal visual inspection was performed and failed due to moisture damage and pictures were taken. Confirmation of the complaint was confirmed. The probable cause was moisture damaged. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.